Event description:
It was reported that the patient presented to the emergency room with numerous syncopal events. There was evidence of intermittent inhibited pacing due to over-sensing of p-waves on the right ventricle (rv) pace/sense lead. Reprogramming was done for rv sensitivity. The rv lead and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 5592-45 lead, implanted: (B)(6) 2008; a 6947-65 lead, implanted: (B)(6) 2010. (B)(4).